Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer is inquiring about a purchase order for a battery unit. There was no reported patient involvement.

Event description:
The customer is inquiring about a purchase order for a battery unit. There was no reported patient involvement/ /adverse patient impact.